Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the haemostatic valve provided a severe resistance when inserting the bypass tube. The issue occurred in two devices from the same lot. After observing this issue when using the first device, this was considered as abnormal so that a new device was used. The sheath was exchanged without major blood loss or any other issues but also the bypass tube could not easily be inserted in to the sheath, however by using much stronger force as usually needed the closure could be proceeded successfully. The patient didn't suffer any harm from or due to this event. Associated to: 3010252479-2022-00124 manta.

Manufacturer narrative:
One 14f ce manta closure, one 14f sheath, one 14f introducer, and one 14f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. The manta closure unit exhibited an engaged lever, the components were released (anchor, collagen, and radiopaque lock) and encapsulated within the bypass tube. The closure unit was not able to be functionally tested. No damages were observed on the button valve. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, a 14f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub; and the bypass tube did not buckle or bend when met with resistance. The first 14f ce manta and sheath were removed from the guidewire and a second 14f ce manta device and sheath were opened. Again, the physician encountered abnormal resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube could not be easily inserted into the sheath. The physician applied stronger force than what usually is required and was able to successfully proceed with closure successfully and the patient did not endure any harm. Per the IFU in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.